Event description:
It was reported that following a cat scan, the pt experienced increased spasticity and his body felt like it was "on fire". The hcp did not feel the event was related to the cat scan. The pt was admitted to the ER and hospital. Troubleshooting was pursued. A single bolus was given and the pump rate was increased over a few days. The pt stated he was actually "too lose" days later, so the pump was then slightly turned down. The catheter was emptied and aspiration from catheter was smooth with easy draw back. A catheter replacement was scheduled, but was cancelled since customer felt the pump and catheter were working. The hcp did not feel there was any issue with pump. The logs were read and looked consistent with refill patterns. The pt remained in the hospital under observation. The pt was responding to the pump and actually needed to be turned down a bit. A follow-up report will be submitted if additional info becomes available.